Event description:
During a repair of an ascending thoracic aneurysm procedure under cardiopulmonary bypass, we lost the venous drainage, secondary to the fracture of the venous cannula of medtronic. The situation cause a vascular and hemodynamics collapse for about 2 minutes, that thanks god we were able to resolve in about 2 minutes. There was no gross adverse effect, but patient bled about 800 ml beside the cardiovascular collapse with severe hypotension and ventricular fibrillation.